Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported the following readings on the aviva system: 326 mg/dl at 9:30 pm, 155 mg/dl at 9:31 pm, 343 mg/dl at 9:32 pm, 171 mg/dl at 9:33 pm. No adverse event reported, meter and strips replaced and requested for return.